Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 1.2 mm x 12 mm threader¿ balloon catheter was advanced for dilatation; however, the shaft broke approximately 25-30 cm from the hub. Subsequently, an apex balloon was used to pin the distal portion of the device in the guide catheter and the it was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient status was fine.